Manufacturer narrative:
A root cause for this event could not be determined. Seven samples were returned for investigation. 5 patient samples and 2 tea samples. The positive results for all 5 patient samples could not be confirmed. The 2 tea samples were determined positive. As tea is an aqueous sample and not an approved sample material, the positive results could be an artifiact. Quality control results connected to the samples results were not available to determine if a local issue contributed to the falsely elevated samples. Additional patient sample material giving a clear positive result was not available for further investigation. A positive digoxin result on a patient without digoxin treatment would be detected and may lead to further verification. In this case medical risk due to the false positive digoxin result was less than remote.

Event description:
The customer conducted a digoxin study involving an unknown number of both male and female participants. The participants were approximately (B)(6) and in good health. The study took place during the end of (B)(6) 2010. Positive digoxin results were generated from participants that did not take digoxin. These participants did drink different kinds of fruit teas; therefore the tea was analyzed using this cobas e411 analyzer and yielded a digoxin result of 0.6 ng/ml. The fruit tea did not contain digoxin when measured with a high performance liquid chromatography mass spectrometer (hplc-ms). None of the participants were harmed by the erroneous results. The serial number of the cobas e411 analyzer was not provided.

Manufacturer narrative:
This event occurred in (B)(6).